Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit was unable to be powered on when plugged into the wall, the power cord connect was damaged, and the power inlet module could not be opened due to a blistered fuse drawer. The power inlet module, cart wiring harness, and power cord were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the device is only assigned a unique serial number, an additional review could not be performed. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the customer could not read the display properly on this cart after surgery. Evaluation of this device later revealed that the power inlet module and fuses had been burned and needed to be changed. No adverse events were reported as a result of this malfunction.